Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was using cold insulin. Technical support informed the customer that cold insulin is off label per the tandem user guide. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level.